Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe and cre wireguided balloon were used during a dilatation procedure (event date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was being inflated inside the patient with saline/gastrografin when it was noted that the pressure gauge of the syringe did not move. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe and cre wireguided balloon were used during a dilatation procedure (event date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was being inflated inside the patient with saline/gastrografin when it was noted that the pressure gauge of the syringe did not move. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age: the patient is (B)(6).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe and cre wireguided balloon were used during a dilatation procedure (event date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was being inflated inside the patient with saline/gastrografin when it was noted that the pressure gauge of the syringe did not move. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results. A visual examination of the returned device confirmed the device was from lot 2072948 and revealed no visual defects. Functional testing was completed per specification; the device was pressurized to 10 atm (atmospheres) and the pressure held for 30 seconds. There was no issue with the movement of the gauge and the alliance unit passed the inspection. The investigation could not confirm the complainant's report that the pressure gauge did not move, however it is possible the event was caused by user handling. Therefore, the most probable root cause of handling damage will be assigned.